Manufacturer narrative:
External insulation abrasion was noted at 22.6cm to 22.9cm from the connector pin consistent with lead friction to device can. Outer insulation damage was noted at 24.2cm to 26.2cm from the connector pin consistent with clavicle crush damage. The outer coil of the lead was flattened. This is consistent with the observation from the field of under sensing, low lead impedance and failure to capture.

Event description:
It was reported that a patient presented with a right atrial (ra) lead that was undersensing, had a low pacing impedance, and loss of capture. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.